Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Patients continued to bleed around the cervical seal [device ineffective] . Case narrative: this spontaneous report originating from united states was received from physician via clinical account specialist (cas), referring to a non-pregnant female patient of an unknown age. The patient¿s historical condition, current condition, concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) (lot #, serial # and expiration date were not reported) via intravaginal route for postpartum hemorrhage. On an unknown date, the patient continued to bleed around the cervical seal (device ineffective) and the patient was hospitalized. The physician trouble shot the device and ended up removing them and placed the bakri, which controlled the bleeding. On an unknown date, therapy with vacuum-induced hemorrhage control system (jada system) was withdrawn. Upon internal review, the event device ineffective was determined to be serious due to required intervention (devices). This case was linked to same reporter, linked case included other patient continued to bleed around the cervical seal (device ineffective) (reported in oars # o2405usa001852). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.